Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported losing connectivity and had to shut down system during case in order to save images. No patient injury was reported.